Manufacturer narrative:
Concomitant product(s) : a fubuki (asahi intecc, 7fr / an / 100cm), enterprise 2 vrd (enc402300/10532446) and a prowler select plus (606s255fx/17204182) were used during the procedure. Patient weight was not provided. UDI: (B)(4). Complaint conclusion: the device was not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The inability to recapture the enterprise and withdraw it through the prowler and the inadequate support of the prowler could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural factors may have contributed to the event. Per the instructions for use (IFU), ¿if stent positioning is satisfactory, carefully retract the infusion catheter, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. The stent will expand as it exits the infusion catheter.¿ there was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this. This is an initial/final MDR. This is 1 of 2 MDR reports being sent for this complaint, with associated reference numbers of 1226348-2015-00091 and 1058196-2015-00208.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of an internal carotid-posterior communicating artery aneurysm, the physician attempted to deploy the enterprise 2 vrd (enc402300/10532446) from the proximal internal carotid-top, but while doing so, the prowler select plus (606s255fx/17204182) got moved back proximally from the position. The physician tried to re-capture the vrd, yet the vrd got stuck and could not be pulled back into the prowler. As about 5mm of the distal side of the vrd was already deployed, the enterprise had to be withdrawn together with prowler from the patient. After they were safely removed, the physician then attempted to recapture the vrd into the microcatheter, but was unable to do so. Other devices were used to continue the procedure. The procedure was completed without further issues, and there were no patient injury/complications. However, due to the event the surgery was delayed for 15 minutes. The complaint products were new and stored per labeling instructions. There had been no resistance between the enterprise 2 and the prowler when the enterprise 2 was advanced through the microcatheter, and the microcatheter had not been reshaped. No visible damage was noted on the products prior to the event. There was no report of visible damage to the devices after they were removed from the patient. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The microcatheter had been placed distal to the target site followed by withdrawal of the catheter to deploy the device and there had been no attempt to push the stent from the microcatheter. Due to the fact that the patient was a (B)(6), the complaint products have already been discarded. No further information was available.